Manufacturer narrative:
A photo was received for visual examination. The photo shows that the syringe is leaking past the rubber tip when white liquid propofol was being expelled in the syringe barrel. A review of changes to product, process, and packaging has been conducted identifying no affecting changes in the previous 6 months. Since the reported issued was confirmed by the submitted photo and not the actual product a potential root cause to determine the rubber tip syringe leakage is strictly hypothetical in nature. Potential contributing factors to rubber tip syringe leakage include, but are not limited to: not intended use or not following instruction standard using liquid which damaged the rubber tip. Over-sized syringe barrel i.d. The syringe barrel i.d. Is gauged periodically during the production process to ensure dimensional specifications are met. Misalignment of the rubber tip on plunger rod or mal-formed rubber tips. The plunger and rubber tip is visually inspected periodically during the production process for appearance and assembly to the plunger rod. Barrel transportation damage with outside diameter scratches/marks/dented to the syringe barrel or product jam in the as sembly machine. The assembly machine is designed to stop when product jams are detected. Personnel are trained on the proper clearing and disposition of damaged product from product jams in the assembly machine work holders. The syringe barrel is visually inspected periodically during the production process to the visual standards defined by the classification of defects in the quality inspection standard. Periodic inspections are conducted throughout the manufacturing process to ensure the requirements of the quality inspection standard are met. Following the review of the device history record and product trending results, the investigation concluded that the production of lot 630130x and its product was found to be compliant with all manufacturing and quality regulations and re quirements. Based on the existing controls and the complaint history review, additional correction or containment activities are not warranted at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a syringe. The customer states that the propofol is leaking through the plunger of the syringe. This happened during an endo case using propofol.